Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. Per the customer, there was no malfunction of the feeding pump reported. At this time, we are unable to determine the relationship between the device and reported event. Although multiple attempts have been made to retrieve additional information, the customer indicated there will be no additional details provided. The service history record (DHR) review for the serial number involved in this complaint could not be performed as the serial number was not reported. If additional information or the device is received, the investigation will be reopened and responded to accordingly. We will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a pediatric death with a patient who was receiving nocturnal continuous pump enteral feedings via ng tube. The item code and serial number of the pump were not provided. Additional information received on (B)(6) 2023 stated that the patient was fed at night but it is unknown if the patient was bolus or pump fed. The customer confirmed there were no malfunctions with the feeding pump. The customer further stated that they have no knowledge of the autopsy to make any claims as to causation. The cause of death is not currently known. The customer stated that they have no additional information at this time.